Event description:
Event description guidant received information from the patient that the implantable cardioverter defibrillator (ICD) was emitting intermittant beep tones. The patient presented to the clinic where it was determined that the ICD could not be interrogated and would not respond to a magent application. The ICD is scheduled for replacement.